Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. Due to high capture thresholds and low pacing impedance, repositioning was attempted. Stretching of the helix was observed. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.